Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection and hematoma. The system was explanted and replaced. No complications were encountered during the procedure. The patient's condition post procedure was stable.